Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's surgery was moved up to (B)(6) 2019 and the ins was discarded. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that the patient developed an infection after her guide dog jumped on her, scratching her incisions. The rep reported that the patient¿s surgical sites are now red, inflamed, swollen and warm to touch. The patient was also running a low-grade fever. The rep reported that there was a physical assessment done by the physician¿s pa on (B)(6) 2019. The rep reported that surgery was scheduled for (B)(6) 2019 to remove the entire system. No further complications were reported.